Event description:
The customer reported that the system intermittently displayed a charger failed error message during a cause causing the system to cut out and reboot itself. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply was identified as requiring replacement. The customer then declined further service.